Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified red particles on the surface shell/gel and rupture. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported ¿axillary lymph nodes: necrotizing lymphadenitis in association with silicone reaction¿.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade unknown and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, abscess, rupture and silicone migration.

Event description:
Patient reported rupture, capsular contracture (baker grade unknown) and painful lymph nodes. The device has been explanted. This record relates to the left side.